Event description:
At about 2 years and 9 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20-jan-2025: lot 2107561: (B)(4) items manufactured and released on 06-dec-2021. Expiration date: 24-nov-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2112127: (B)(4) items manufactured and released on 14-oct-2021. Expiration date: 27-sep-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0158 glenoid polyaxial locking screw - l18 (k170452) lot 2115023: (B)(4) items manufactured and released on 20-dec-2021. Expiration date: 06-dec-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot 2103780: (B)(4) items manufactured and released on 15-jun-2021. Expiration date: 26-may-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2118702: (B)(4) items manufactured and released on 09-feb-2022. Expiration date: 26-jan-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Reverse shoulder system 04.01.0191 threaded glenoid baseplate ø24.5x30 (k171058) lot 2113523: (B)(4) items manufactured and released on 14-feb-202. Expiration date: 27-01-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0207, lat. Glenosphere 36xø24.5 (k193175), lot 2110743: (B)(4) items manufactured and released on 19-oct-2021. Expiration date: 05-10-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.